Manufacturer narrative:
Qc recovery was done and met acceptance criteria. The field service engineer (fse) found the instrument was not level. The fse releveled the analyzer. The customer ran a 20 cup precision test with results within specification. The customer has not had additional issues since the service visit. The investigation is ongoing.

Event description:
There was a complaint of a questionable elecsys free psa immunoassay result for 1 patient tested with a cobas e411 rack. The questionable result was not reported outside the laboratory. The patient¿s initial free psa result was 0.553 ng/ml; the repeat was 0.123 ng/ml. The patient's initial total psa (tpsa) result was was 0.238 ng/ml; the repeat was 0.250 ng/ml. The customer believes the repeated result to be correct. The patient¿s tpsa results are not in question. The elecsys free psa immunoassay used was lot 49904800 and had an expiration date of 31-dec-2021.

Manufacturer narrative:
The customer confirmed that no alarms were present at the time of the event. The investigation found the issue was solved by the field service engineer (fse) intervention.